Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On the morning of (B)(6) 2026, the patient reported a cgm reading of 80 mg/dl. Around 8:00 am, the patient experienced symptoms of vomiting, dizziness and confusion. The patient took zofran (antinausea medication) but it didn't help so her family member brought her to the emergency room (ER) around 1:00 pm. No bg was done at home. At the ER a fingerstick was done and it read 400 mg/dl while the cgm was at 100-120 mg/dl. The patient was then transferred to the intensive care unit (ICU). She was treated with insulin drip via intravenous (IV), and IV fluids. The sensor was removed as well. The patient was discharged on (B)(6) 2026. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.